Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the lower left and lower right of the display screen is cracked. The battery cover is also damaged and cracked. No further details given.